Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device has not been reported as explanted. Device will not be returned as it was implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an open reduction internal fixation procedure for lateral ankle fracture, eight 2.7mm variable angle locking screws did not engage with several of the distal locking holes in 2.7mm variable angle six (6) hole distal fibula plate. Another 2.7mm variable angle six (6) hole distal fibula plate was not available however another long plate was readily available. Surgeon chose not to make incision longer and use a longer plate but to implant the same plate with an unknown quantity of screws in some holes and some holes without screws. Surgery was completed successfully and there was a delay of unknown duration. There were no fragments or broken pieces generated. Patient status is reported as stable. The same eight locking screws were tried in another plate which was not used in surgery and they engaged as intended. Concomitant devices reported: 2.7mm variable angle locking screw self-tapping with t8 stardrive recess 10mm (part # 02.211.010, lot # unknown, quantity # 4), 2.7mm variable angle locking screw self-tapping with t8 stardrive recess 12mm (part # 02.211.012, lot # unknown, quantity # 2), 2.7mm variable angle locking screw self-tapping with t8 stardrive recess 14mm (part # 02.211.014, lot # unknown, quantity # 1), 2.7mm variable angle locking screw self-tapping with t8 stardrive recess 16mm (part # 02.211.016, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).